Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced a high blood glucose level 478 mg/dl. The customer stated he was currently in the hospital and his blood glucose level went high and his battery cap was damaged. The customer declined to troubleshoot for the high blood glucose level and stated his reading was going down to a reading of 314 mg/dl. The customer stated the new battery cap is now working for the insulin pump. The insulin pump will not be replaced. The insulin pump will not be returned for analysis.